Event description:
The advocate stated the customer received a blood glucose reading of 85mg/dl from the contour meter, was re-tested on a different meter used by the doctor's office, and received 323mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Initial reporter information was not provided.